Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported through regulatory agency "intracapsular rupture. This record is for the left side. Device was explanted and replaced. It's unknown if the device will be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3, d4, d6b, e1

Event description:
Healthcare professional reported through regulatory agency "intracapsular rupture. This record is for the left side. Device was explanted.